Event description:
Additional information received reported the MRI was not related to therapy. There were no malfunctions of the components.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was explanted because, the patient needed an MRI. It was noted that the patient is alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 377860 lot# v006400, implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 377860 lot# v006266, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger. (B)(4).